Event description:
It was reported that there was a lead fracture and that the patient received more than 20 inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor fractured, with blood noted on conductors and overlay tubing; full lead in segments returned and analyzed.

Event description:
(B) (4)